Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the handle was stuck. The event occurred during surgery. There was a procedure converted for a split skin graft that was a little thicker. The harvested graft was not used as the handle was jammed. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On march 16, 2018, it was reported that the handle was stuck. On march 27, 2018, it was clarified that the issue occurred during surgery. The start of the surgery was delayed between 1- 15 minutes. Another device was not available for immediate use. The skin graft that was taken was a little thinner than normal. The graft was not able to be used since the handle jammed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was june 21, 2017 where it was reported that the handle would not come off the mesher since the shaft was damaged and the left side plate, right side plate, bottom roller, synthetic bearings, belleville washers, shoulder bolts, cap nuts, comb, ratchet gear, roller gear and detents were replaced. Product review of the skin graft mesher by zimmer biomet australia on march 15, 2018 revealed that the handle was stuck on the roller. The repair technician was able to remove the handle without damaging the bottom roller. The handle¿s inner gear was damaged and the inner gear detents needed to be replaced. Repair of the skin graft mesher was performed by zimmer biomet australia on march 15, 2018 which included replacement of the ratchet gear and detents. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the handle was stuck on the roller during initial inspection. The root cause of the handle being stuck cannot be specifically determined with the provided information since it is unknown how the handle became stuck on the roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number 03432, was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.